Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient h3: analysis of the 97745 programmer (ptm) (s/n (B)(6) ) revealed that there was corrosion damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported that they were trying to charge their implant and the controller quit and the issue began yesterday. Patient stated that the controller quit all of a sudden yesterday morning when they were trying to charge their implant; the controller went blank and unresponsive and they could not get it to power back on. During the call, agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller did not power on. Patient confirmed that the green light was on the ac power supply. The issue was not resolved. An email was sent to the repair department to replace the controller. Patient called back and received the replacement controller but couldn't figure out how to get the 'thing' back in order and couldn't get the controller to turn on. During the call patient removed the battery and plugged the ac power. Controller powered on. Patient selected implant. Patient inserted the battery and green light was flashing. Patient denied damages on the recharger and controller and cleaned both pins. Patient plugged the recharger. Pt called back in and agent was able to walk the pt through pairing the controller and began charging with excellent recharge quality.